Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal complaint cc# (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. "The patient presented within a few days complaining of fever and pain and was prescribed oral antibiotics. She was taken to the emergency room within 24 hours with persistence of pain and fever. A CT-scan was subsequently performed which demonstrated a right adnexal mass measuring 7x4x2cms. She was admitted for a course of intravenous antibiotics with resolution of her symptoms. Follow-up ultrasound showed decrease in the size of the mass. She was discharged home after a 5 day course of antibiotics. On follow-up visit with dr. Trogolo 7 days after discharge, she was notably improved. Ultrasound in his office failed showed no evidence of pelvic mass. A follow-up CT-scan is planned".